Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm or a21 alarm during testing noted. No damage was found on the interface board noted. The insulin pump was received with cracked case at the display window corners, cracked belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.